Event description:
A home pt (hp) using a homechoice system (hc) contacted baxter technical service center regarding a low drain volume alarm that occurred while in drain 1 of 4. The global technical service rep (gtsr) helped hp check line for kinks, open and close pt line and press go. Hc went back to drain, drain volume was increasing 1653mls, 1669mls. Per caregiver, the supply bag come undone. Gtsr helped end therapy. A follow-up phone call was placed to the home patient's caregiver in 2006. Per the caregiver, she had to raise the height of the homechoice. When she did this, she did not pick-up the supply bag resulting in the spike separating from the bag. There was no patient injury or medical intervention associated with this report per the home patient's caregiver.